Manufacturer narrative:
The zoll catheter was returned to zoll on 08/08/2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the icy catheter was inserted on the patient's femoral vein for ivtm treatment without issue; however, leak was suspected. No known impact or patient consequence was reported. No further information was provided.

Manufacturer narrative:
No issue was observed during evaluation of the returned icy catheter (lot # 71353). The report of leak was not confirmed. Visual inspection of the catheter upon receipt revealed no abnormalities. All lumens flushed as intended. The catheter was functionally tested by connecting to an inflation device, capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized up to 100 psi and the pressure was observed for one minute without any leak. In addition, lumen crosstalk test was performed, capping the "out" luer and connecting the pressure inflation device to the medial, distal and proximal luer. The catheter was pressurized and no leak was noted with all the three lumens. Following the tests, all balloons deflated successfully without any issues. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot # 71353. Note, during manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process.